Event description:
It was reported that a t handle broke while shaving an endplate with a shaver. There was a surgical delay of about 1 minute to acquire another handle and load the shaver. It was reported that there were no adverse consequences to the patient and the surgery was completed successfully.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; device inspection. Results: visual inspection of the returned instrument confirmed the device to be a reliance t handle the t-handle that was fractured. A manufacturing record review was performed and the manufacturing issues identified were not relevant to the reported event. No adverse consequences to the patient were reported as a result of the event and the surgery was completed successfully. Excessive torque load is a commonly cited cause of t-handle breakage in previous complaints. Static torque testing was done to investigate a similar complaint and the results indicated that the device broke under a static shear load at approximately 25 nm. It is likely that this device failed because of a user applied overload during the use of the device. However, the exact cause cannot be determined and is likely multifactorial in nature. Conclusion: it is likely that this device failed because of a user applied overload during the use of the device. However, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
It was reported that a t handle broke while shaving an endplate with a shaver. There was a surgical delay of about 1 minute to acquire another handle and load the shaver. It was reported that there were no adverse consequences to the patient and the surgery was completed successfully.